Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and a hemostatic valve separation issue was observed. The bwi product analysis lab received the device for evaluation on 25-mar-2025. The investigation was completed on 01-apr-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, red fluid and a separation in the hemostatic valve were observed. The customer complaint was confirmed based on the picture received. The product was returned to johnson & johnson medtech for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation reported by the customer was confirmed. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation. Conclusions: cause not established (d15) / / component code: valve(s) (g04135) were selected as related to the photo provided. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was broken in the star section¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis; however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and a hemostatic valve separation issue was observed. It was reported that during the procedure, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information was received on 16-feb-2025. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed. The approximate volume of blood that was lost was 5-10ml. Did not insert the puncture needle into the sheath. Photo provided which noted a hemostatic valve separation.